Manufacturer narrative:
The bec field service engineer (fse) replaced the malfunctioning valves 6, 11 and 12. The fse also cleaned and lubricated the syringe and pistons, cleaned the shear valve and the diluent and lyse heater. Daily checks, repeatability, and controls were run and passed. Reported issue was resolved. Section a5: information not provided by customer. Bec internal identifier - (B)(4).

Event description:
The customer reported their dxh 560 al instrument generated erroneous high white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results. Erroneous results were not reported outside of the laboratory. There was no report of death, injury, delay or change to patient treatment or diagnosis. Patient data was provided for two patient samples. The printouts show the reported erroneous issue. R flags and user defined h&h failed messages were generated alerting the customer to a possible instrument or sample issue. Service was scheduled.